Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) experienced t-wave oversensing (twos). The icm was re-positioned however the sensing issue remains. It was further reported that the patient was swollen at the implant site. The icm remains in use. No further patient complications have been reported as a result of this event.